Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. Additional information has been requested from the customer's biomedical engineer. If provided, a supplemental report will be submitted accordingly.

Event description:
While in use on a patient the intra-aortic balloon pump (iabp) generated loud noises. There was no death or injury reported.